Manufacturer narrative:
The insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected power error alarm noted during testing. No unexpected power error alarm noted in the long trace or pump history. The insulin pump was received with detached reservoir tube retainer, scratched case, minor scratched lcd window and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error detected. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed. The insulin pump was returned for analysis.